Event description:
Customer complaint - limited data available. Customer complained that the device was overheating when on a low setting. The customer believed that the wiring was the issue.

Event description:
Customer complaint - limited data available. Customer complained of device even on low settings burns the customer's skin. She thinks the electrical wires are not right.